Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Multiple occlusion alarms were observed in the black box on (B)(6) 2013. A review of the pump history shows no boluses were performed on (B)(6) 2013. A rewind, load, and prime sequence was performed successfully with no alarms. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. No occlusions occurred during testing. An occlusion was induced during investigation and the pump emitted the appropriate audio-visual alerts. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No defects were found on investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient is in the ER with blood glucose (bg) of 400mg/dl with lethargy and feeling faint. The patient was reportedly treated with IV fluids and insulin via syringe. The patient was not admitted and was to be discharged as soon as bg comes down. The reporter noted that the healthcare provider does not feel the pump is delivering insulin accurately and recommended the patient come off the pump and go on a backup plan. The reporter stated that the patient usually calculate her own boluses and delivers boluses via the pump for carbohydrates. Customer technical support reviewed the pump with the reporter and found several days where the total daily dose shows 0.00 units for bolus amounts. The pump histories showed no boluses for (B)(6) 2013, one bolus for (B)(6) 2013, and no boluses for (B)(6) 2013. The reporter stated that the patient has been bolusing. This complaint is being reported due to the patient's alleged hyperglycemic event requiring medical intervention and due to the allegation that the pump is not delivering accurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.